Event description:
Implant removed due to restorative reasons. Need to place new one lower in bone. Implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used. Implant did not fail.